Manufacturer narrative:
Concomitant medical products: c4tr01 crt-p, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting high pacing thresholds and the patient experienced diaphragmatic stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.